Event description:
A physician reported that there was no air coming out from the infusion cannula during surgery. The type of procedure was unknown. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h 3., h.6., and h.11. The wet combined pak was visually inspected and no obvious defects were found. The snap clamp on the infusion manifold was in a close position. The small part tray, probe manifold and infusion cannula line were not returned with the product. The lab stock components were replaced for testing. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. After releasing the snap clamp on the infusion manifold, the product was tested using the console with the current software. The product could prime and tune with the handpiece, the 0.9-millimeter aspiration bypass (abs) tip and infusion sleeve from the lab stock successfully. No message code appeared on the screen. Fluid air exchange (fa/x) function at the setting of 30 milliliters of mercury was performed on the infusion manifold. Air flowed to the infusion cannula tip at the first and second times. After the third attempt, no air travel from the console to the infusion cannula until the air control increased to 70 milliliters of mercury. The infusion airline was cut near the filter to test for air flow. Air came from the air source in the setting of 30 milliliters of mercury. Connecting the infusion airline together with a lab stock male-to-male fitting, no air came from the infusion airline. The air filter stopped generating air after the third test at the setting of 30 milliliters of mercury. After drying the auto stopcock filter, the product was tested again. There was no flow to the infusion cannula tip. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, all corresponding production release specifications defined in the device master record were met. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing process. Action will not be taken based on this occurrence. The supplier has been made aware of the issue. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).